Event description:
After removing sterile drapes from a knee arthroscopy procedure and disconnecting arthroscopy pump tubing, surgeon noted thigh on pt's operative side to be significantly swollen. Pt had extravasation of irrigation fluid. Pt actively warmed using a bair hugger. Pt continuously observed and treated with IV pain medication in the pacu. Pt transferred to the e.d. And discharged a few hours later with good pulses and normal thigh pressures. No tourniquet was used during the procedure. Pump used within normal range of pressure. Arthroscopy pump tagged and removed from service. Arthrex rep immediately notified. The arthrex redeuce tubing system (pump) was saved as well. This is a multiple-pt tubing system; packaging was not saved and therefore, no lot number available.